Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the complainant on june 08, 2016 stated that the patient experienced injuries.